Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-01446. It was reported the patient presented to the ER with drainage from the cervical lead incision site. Reportedly, the wound site was open and required stitches to close it. The patient was given antibiotics prophylactically and advised to follow-up with her physician at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.